Event description:
Per received report: the procedure was coil embolisation of vertebral artery that was not calcified and mildly tortuous. During the procedure, an ultipaq (cfs100408-30/j10037, complaint product) would not be detached although pressing the detachment button for several times using a cable (ecb000182-00 / f71362, complaint product). While the physician was repositioning the ultipaq, the microcoil accidentally detached. The microcoil was pushed into the target aneurysm using the dpu and safely placed. Afterwards, the same thing happened with a presidio (pc4100626-30/j10430, complaint product) again. Therefore, the physician replaced the cable with a new one (ecb000182-00, details unknown) and the procedure was completed with no further issues. It is unknown how many coils were successfully detached using the same cable before the complaint product. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils, cable and dcb by visual inspection. There were no damages noticed on the complaint product after the event.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 2954740-2012-00504 and 2954740-2012-00505. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an aneurysm coil embolization in the vertebral artery that was no calcified and mildly tortuous the ultipaq ((B)(4)/j10037) could not be detached although the detachment button was pressed for several times using the connecting cable ((B)(4) f71362, complaint product). While the ultipaq was being repositioned, it accidently detached. The microcoil was pushed into the target aneurysm using the dpu and safely placed. Afterwards, the same thing happened with a presidio ((B)(4)/j10430). Therefore, the cable was replaced with a new one ((B)(4)/lot unknown) and the procedure was completed with no further issues. Analysis of the returned presidio found that the coil was still attached to the dpu and with follow-up investigation it was reported that "the same thing happened with the presidio" meaning that the coil failed to detach, but there is no way to determine whether or not the coil has been detached. Also it is unknown if there was any stretching or damage to the coil occurred during the removal. It is unknown how many coils were successfully detached using the same cable before the complaint products. An eschelon 10 microcatheter was used do deliver the coils. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils, cable and dcb by visual inspection. There were no damages noticed on the complaint product after the event. No additional information is available. The presidio ((B)(4)/j10430) microcoil system was returned severely damaged, which appears to be due to post procedural handling. The coil was returned unsheathed and unprotected. Microscopic analysis indicates that the detachment fiber did not receive heat and melt. With functional testing the presidio's device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. Laboratory testing could not duplicate the complaint event. Therefore, the root cause of the coils failure to detach cannot be determined. The detachment control box (dcb) used in the procedure was not returned; however, it was reported that after changing out the connecting cable the next coil detached without difficulties. Additionally, no discrepancy was found with functional testing of the returned connecting cable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although no definitive conclusion can be made regarding the reported event, with review of the analysis of the returned device there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.